Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that seal of the packaging was open. No patient injury to report.

Event description:
Initial information was captured incorrectly. Actual reported event is "during the implantation of the pacemaker lead, the practitioner found that the introducer sheath had been torn and was unusable after attempting to rinse it. After replacing it with a new introducer sheath, the surgery was completed." Upon further review it is determined this is not a reportable complaint due to no patient injury and the device was not used.

Manufacturer narrative:
Initial information was captured incorrectly. Actual reported event is "during the implantation of the pacemaker lead, the practitioner found that the introducer sheath had been torn and was unusable after attempting to rinse it. After replacing it with a new introducer sheath, the surgery was completed." Upon further review it is determined this is not a reportable complaint due to no patient injury and the device was not used.